Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was close to the elective replacement indicator (eri). At a follow up visit; it was attempted to refresh the battery; however, the charge time became extended to 19.5 seconds from 18.3 seconds. Premature battery depletion was suspected. Due to the unexpected charge time the device was removed and replaced. The explanted device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.